Event description:
A report was received that the patient was in a lot of pain since implant procedure. The patient also had an infection in the whole spine and was unable to walk. It was believed that the device were responsible for the infection. The patient had physical therapy and occupational therapy to be able to walk again. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that a lumbar and thoracic myelogram computerized tomography (CT) was performed which showed significant myelographic block with extrinsic compression of the cord in proximity to the spinal cord stimulator paddle leads. The patient underwent an exploration debridement, thorough irrigation of the thoracic and right flank wound, removal of stimulator and decompression of the spinal cord. A drain was placed sub facial in the spine wound. Deep cultures were taken and sent from both the thoracic epidural space and right flank wound. The symptom of infection was abscess. There was no obvious complications.

Event description:
A report was received that the patient was in a lot of pain since implant procedure. The patient also had an infection in the whole spine and was unable to walk. It was believed that the device were responsible for the infection. The patient had physical therapy and occupational therapy to be able to walk again. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.